Event description:
Caller alleges discrepant results. Results as follows: date: (B)(6) 2011, inratio: 1.2, lab: 3.1. Thirty minutes between meter and lab testing. Coumadin is taken every night.

Manufacturer narrative:
Investigation pending.